Event description:
The patient reported that his implantable neurostimulator (ins) battery drains more quickly when he exercises. The patient began exercising two months ago. No symptoms were reported. It was noted that the patient did not intend to follow up with his health care provider (hcp). The patient reported two weeks later that he goes to exercise on m, w, and f; he always makes sure to have a full charge on the battery the night before. When the patient gets home it's mostly down to half charge, so he charges it back to full. When the patient starts working out, he can feel the ins start working harder. The patient believed the issue was resolved. It was noted the patient has lost 47 pounds since he started exercising. The indication for use spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.